Event description:
It was reported that a malfunction alarm occurred on the caller's tandem pump. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.